Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15914. It was reported that when the patient presented in clinic, the right ventricular lead was observed to have low, out of range, pacing impedance. There was noise oversensing that was noted on the diagnostics. When isometrics and pocket palpation were performed, the low impedance and noise could not be replicated on the electrogram. Programming changes were made and it was noted the patient was originally admitted to the hospital for an unrelated reason. The patient was stable.